Event description:
The customer reported via phone call that they had a compromised force sensor system alarm while priming/rewinding the insulin pump. Customer reported bumping the insulin pump previously. It was also found the drive support cap was protruded. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.